Event description:
It was reported that the patient experienced a decreased in therapeutic effect/ baclofen withdrawals. The symptoms began while the patient was at church on sunday and included; more spasticity, fever, and itching. The following day, the patient's pump was interrogated and it was found to be in "safe state" mode and it was stated in the logs that a reset occurred-low battery occurred on (B)(6) 2012. It was indicated that the patient had no exposure to magnetic resonance imaging (MRI) or electro-magnetic interference (emi) that correlated. It was noted that the patient had an ultrasound last thursday (B)(6) 2012. The patient was previously scheduled for pump replacement on (B)(6) 2012 for normal end of life (eol). The cause of the event was due to low battery/ battery depletion, as it was premature by several months. It was decided that the patient would be admitted to the hospital sooner for medical management and pump replacement would be rescheduled for (B)(6) 2012. It was reported that the pump and catheter connector was replaced. The catheter was left intact and the pump was filled with lioresal and the patient was restarted on 150 mcg/day. The patient was alive, with no injury and recovered without sequela. The drug delivered via pump was gablofen.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found an anomaly at the pump motor feedthru. Analysis of the catheter found no significant anomaly (acceptable testing for catheter incomplete/returned in segments).